Event description:
The customer reported a low blood glucose reading of 37 mg/dl during the night and a current blood glucose of 54 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was able to rewind and prime. The customer stated that the insulin pump was exposed to a mammogram and ultrasound recently. Conducted the displacement test, and the insulin pump failed, alarming no delivery. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a cracked motor flex cable. Unable to perform displacement, basic occlusion, occlusion and no delivery tests, due to the motor error alarm.